Event description:
It was reported that the pt underwent a breast mass excision in 1999. Two days later, the pt reported that the wound didn't look right and the next day the wound began to "peel". Two days later, the physician opened the wound and drained it. The pt was admitted to hosp for treatment of infection. IV vancomycin was administered for 7 to 8 days. The wound has since healed with contracture and indentation. The physician believes the pt will require plastic surgery to correct the contracture and indentation.